Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was a high ma (milliamps) error. This error occurred during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.